Event description:
The manufacturer was notified on (B)(6) 2014 about a patient death. The patient received a mitroflow valve (s/n (B)(4)) model lxa, size 23, on (B)(6) 2011. The patient after 3 years from the implant begun to develope shortness breath. She was admitted in the hospital for an elective cath lab. During the procedure the mitroflow valve appeared stuck and calcified with a mean gradient 58 mmhg and a peak gradient 68 mmhg. After the cath lab procedure the patient died. An autopsy was performed, but the mitroflow valve was not explanted.

Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve. The manufacturer is still in the process to receive other information from the hospital. Not explanted during the autopsy.

Manufacturer narrative:
Result = device performed according to specifications. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group canada inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Conclusion = device not returned. Because the valve was not available for evaluation, our investigation was limited to a review of the device history record and no further information is available.

Event description:
The manufacturer was notified on (B)(4) 2014 of the following limited information about a patient death: mitroflow valve size 23, which calcified after only 3 years of implant. The additional information received on (B)(4) 2014 indiicated that the patient was a (B)(6)-year old, overweight female. The valve was completely stuck and calcified with a mean gradient of 58 and max of 88. Her coronaries were open and she started to have shortness of breath, that is why she was in the hospital for an elective cath. After the cath in post op, she coded and was unable to revive. They did perform an autopsy but no one requested for the valve to be extracted as the surgeon was out of town. The valve details were identified from the manufacturer's patient tracking record as mitroflow model lxa, size 23, s/n (B)(4).